Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide electronic instructions for use (IFU) states: do not deploy the perclose proglide device at an angle greater than 45 degrees, as this may cause a cuff miss. Based on review of the reported information, the reported difficulty appears to be related to the IFU violation of the device not stabilized at a 45-degree angle in preparation for deployment. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, a cuff miss occurred. It was confirmed that the device was not stabilized at a 45 degree angle in preparation for deployment. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.